Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. It was reported the patient was not compliant to post-op recommendations and ambulated early. The patient is asymptomatic and there are no plans for revision surgery.

Manufacturer narrative:
Product evaluation: the provided x-rays were extremely poor-quality. The plate is broken at the most proximal screw in the proximal phalanx. A mtp plate was used along with a fully threaded mini-monster headed crossing screw. It is difficult to determine if the plate was placed per surgical technique due to the quality of the images and uncertainty of the joint line and bone margins. Significant bone loss/resorption resulting in a non-union is present at the mtp joint. The plate likely broke due to repetitive stress on the plate, resulting in fatigue failure. DHR review: the number was not reported therefore a DHR review could not be reviewed. This event has been logged into our database to monitor and identify potential trends per internal procedures. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. It was reported the patient was not compliant to post-op recommendations and ambulated early. The patient is asymptomatic and there are no plans for revision surgery.

Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. It was reported the patient was not compliant to postop recommendations and ambulated early. The patient is asymptomatic but revision surgery was performed to remove the plate. The revision surgery date is unknown.

Manufacturer narrative:
This is follow-up # 3.

Event description:
The mtp plate broke at the fusion site 6-8 weeks post-op. It was reported the patient was not compliant to postop recommendations and ambulated early. The patient is asymptomatic and there are no plans for revision surgery.